Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for straw separation was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of straw separation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode straw separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that prior to use with bd vacutainer® c&s transfer straw kit the needle inside the transfer straw was separated. The following information was provided by the initial reporter: per customer, the straw piece was found to be separated from the vacutainer holder in the unopened package. A sharp is exposed which has potential to cause injury.